Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used the wire guide. The wire guide was advanced through another manufacturer's triple lumen catheter and into the pancreas. There was a multitude of calcifications (stones) in the pancreas and the duct had an alpha loop. The wire was advanced past several calcifications, but was not able to reach the tail of the pancreas. The wire became wrapped around a calcification. The user attempted to withdraw the wire. The core tip of the wire stripped off and uncoiled in the pancreatic duct resulting in a 4cm stretched coil transversing the papilla. Attempts were made to remove the wire with a mini snare, alligator forceps, biliary forceps and a basket. The distal end of the coil would break off in segments with each attempt. After several attempts, the physician decided to abort the retrieval efforts.

Manufacturer narrative:
Evaluation: the suspect device was returned in an opened, used and damaged condition. The coil was returned separated from the mandril wire, in an elongated condition, measuring in its current stated at approximately 9cm in length. Approximately 1.4cm of the mandril wire was also found separated from the main shaft, secured within the platinum coil at the distal tip. As this device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport, it is feasible to suggest this incident may have been the result of a procedurally related event, rather than the fault of the device in question. Nevertheless, the appropriate individuals have been notified of this matter. We will continue to monitor for similar situations.